Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was experiencing high blood glucose of 515 mg/dl. She changed the infusion set and found insulin at the site. Customer has had insulin at the site 2 times in last 6 weeks and was hospitalized 3 times. First time was on (B)(6) 2015. She stated she felt like she had a cold and was given steroids at the clinic, the next day she went back to the clinic and was advised to go to the hospital; she was hospitalized with diabetic ketoacidosis, bronchitis and emphazmia. Blood glucose value at the time of admission was in the 400 mg/dl range. She was hospitalized with low blood pressure and high blood glucose over 600 mg/dl on (B)(6) 2015. The drive support cap is recessed. She declined to check for site/set issues or the settings. The insulin pump passed the high pressure test. She changed the tubing only, site and reservoir had been changed that day. Blood glucose was down to 437 mg/dl. She was advised to contact doctor for further treatment.